Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 47.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that during follow up, inadequate capture was observed on the right ventricular channel. Programming changes were made. Patient had non-related thrombosis. The physician elected to explant the system to reduce the risk of infection. Patient is doing well.